Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message on the same day she applied the adc freestyle libre sensor. Customer further reported being unable to test using the sensor and experienced "dehydration". An unspecified reading was obtained on the hcp meter and the customer was diagnosed with diabetic ketoacidosis and was hospitalized on (B)(6) 2019 where she received treatment with "several" insulin via IV and glimepiride before she was discharged on (B)(6) 2019. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on product download. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs sensor kit were reviewed and the dhrs showed the fs libre sensor and fs sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a sensor error message on the same day she applied the adc freestyle libre sensor. Customer further reported being unable to test using the sensor and experienced "dehydration". An unspecified reading was obtained on the hcp meter and the customer was diagnosed with diabetic ketoacidosis and was hospitalized on (B)(6)2019 where she received treatment with "several" insulin via IV and glimepiride before she was discharged on (B)(6)-2019. Based on the information provided, there was no report of death or permanent impairment associated with this event.